Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 419488, implantable pacing lead, implanted: (B)(6) 2010; (B)(4), abdominal stent graft, (B)(6) 2012; (B)(4), abdominal stent graft, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was experiencing high thresholds. The lead was capped and the ra lead was replaced. No patient complications have been reported as a result of this event.